Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and weakness. It was further reported that the right ventricular (rv) lead was unable to capture and exhibited fracture and high undefined impedance. The rv lead was programmed off. It was also reported that three days later, during the night before the patient was scheduled to undergo a rv lead revision procedure, they experienced a stroke. Medication was prescribed. The patient experienced a subarachnoid bleed the following morning. The patient passed away at noon on the same day.